Manufacturer narrative:
Findings: unit received with debris under window. Pump received with cracked reservoir tube. (B)(4).

Event description:
It was reported that the customer might have dropped her pump because there was a slight crack on it. Customer's blood glucose level was 215 mg/dl. Insulin pump will need to be replaced. Customer also had issues with some sensors. Customer stated that she made some mistakes with insertions and the needle guard came off the sensor. Two replacement sensors will be shipped as a courtesy. Customer was advised not to handle the sensors from the needle guard to avoid needle removing and retracting. Customer stated that she had issues getting used to inserting the sensors. No additional information provided.